Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with totally destroyed case, cracked and bleeding lcd glass and missing motor assembly.

Event description:
The customer's mother reported via phone call that their insulin pump was run over by a car and broke into pieces. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.